Manufacturer narrative:
The evaluation of the returned device was completed. The broken tip of the trocar was not returned. An x-ray evaluation revealed that the cam assembly had been activated once, and one (1) stent was found before the splay, outside the singulator. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The remaining stent deployed from the device. The injector¿s insertion sleeve was found bent. This finding likely occurred due to how the device was shipped back. The injector¿s splayed trocar was found broken at the splay. This finding likely occurred during the surgical procedure. The trocar was observed bent up towards the v-slot. The trocar was likely heavily biased outside of the v-slot during deployment, causing the stent flange to collide with the trocar splay, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily biased trocar during the deployment of the first stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot#. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the trocar broke during attempt to implant stents from a trabecular microbypass stent system. The report noted that surgical technique contributed to the event. There was no report of patient injury. Additional information has been requested.